Event description:
It was reported in an article in neurol med chir (B) (6) that the patient presented with an acute ischemic embolic stroke of the upper basilar artery (ba) and the left posterior cerebral artery (pca) p1 segment. Imaging revealed no vessel recanalization one hour after initiation of intravenous recombinant tissue plasminogen activator (rt-pa) therapy. Angioplasty was performed using balloon inflation at 6 atm for maximum 30 seconds for thrombus disruption. Arterial rupture of the left pca p1 segment had occurred during the procedure. The physician stated that the probable cause of the rupture was due to ¿it was hard to judge the diameter of the p1 due to the thrombus. The hypoplastic p1 was forced by high pressure, because the selection of the balloon size was adjusted for the ba¿. The patient expired approximately in one month post procedure, the exact date of death was not provided. The cause of death was broad midbrain infarction.

Event description:
It was reported in an article in neurol med (B) (6) that the patient presented with an acute ischemic embolic stroke of the upper basilar artery (ba) and the left posterior cerebral artery (pca) p1 segment. Imaging revealed no vessel recanalization one hour after initiation of intravenous recombinant tissue plasminogen activator (rt-pa) therapy. Angioplasty was performed using balloon inflation at 6 atm for maximum 30 seconds for thrombus disruption. Arterial rupture of the left pca p1 segment had occurred during the procedure. The physician stated that the probable cause of the rupture was due to "it was hard to judge the diameter of the p1 due to the thrombus. The hypoplastic p1 was forced by high pressure, because the selection of the balloon size was adjusted for the ba". The patient expired approximately in one month post procedure, the exact date of death was not provided. The cause of death was broad midbrain infarction.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in (B)(6) that the patient presented with an acute ischemic embolic stroke of the upper basilar artery (ba) and the left posterior cerebral artery (pca) p1 segment. Imaging revealed no vessel recanalization one hour after initiation of intravenous recombinant tissue plasminogen activator (rt-pa) therapy. Angioplasty was performed using balloon inflation at 6 atm for maximum 30 seconds for thrombus disruption. Arterial rupture of the left pca p1 segment had occurred during the procedure. The physician stated that the probable cause of the rupture was due to "it was hard to judge the diameter of the p1 due to the thrombus. The hypoplastic p1 was forced by high pressure, because the selection of the balloon size was adjusted for the ba". The patient expired approximately in one month post procedure, the exact date of death was not provided. The cause of death was broad midbrain infarction.

Manufacturer narrative:
Complaint source - literature: kawakami et al. Neurol med chir (B) (6) 2010;50:183-191 - (B) (4)

Manufacturer narrative:
Additional questions were received for report(s) 2939204-2010-00695, 2939204-2010-00177, 2939204-2010-00093, & 2939204-2010-00744 in a letter dated august 06, 2010. Responses to questions for each manufacturer report are below. Manufacturer report number: 2939204-2010-00695. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00695, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. The information source was a journal article submitted along with the electronic medical device report submitted on 05/27/2010 and limited information was provided. Manufacturer report number: 2939204-2010-00177. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in electronic medical device report 2939204-2010-00177, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. Information provided stated no autopsy was performed. Manufacturer report number: 2939204-2010-00093. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the medical device report 2939204-2010-00093, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. Manufacturer report number: 2939204-2010-00744. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00744, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available.